Event description:
Additional information received reported that the patient's device was replaced (B)(6) 2012. It was noted that the new device had not been oriented and the adaptive stimulation was disabled. It was stated that the old device had no issues as long as it ran in the normal mode. The reporter stated that an appointment was scheduled for two weeks post operation to orient the device. Any additional information will be included in a follow-up report.

Event description:
Additional information received reported the patient was receiving "great therapy." The adaptive stimulation was enabled on the new device and "everything seemed to be functioning properly." No further information was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. It was stated, the ins output voltage was monitored on a chart recorder for approximately 1 hour in the "upright" position. It was also monitored for 6 hours in the "lying back" position. It was noted the voltages remained as programmed while in both positions. The output voltages in the "lying back" position were also monitored using an oscilloscope. The output remained the same during a 4 hour period.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient was sleeping, the stimulation would increase to an uncomfortable level and wake him up, which started about a week ago. To get the stimulation to go down, the patient would move the device and it would go away. The patient was reprogrammed about a month ago and decreased the stimulation for when he was laying down because, the setting was too high for him. The patient had the adaptive stimulation activated and used the three minute period to change settings. This did not help the nighttime issue and the patient had not had any recent falls. Subsequent information received reported that the simulation sensation seemed to increase only while stimulation was on and the patient was lying on his back "perfectly still." The patient made some correlation between the issue and enabling of the adaptive stimulation. Current impedance measurements were normal at 650-975 ohms and palpation of the device did not cause any stimulation changes. The patient was turning adaptive stimulation off at night, as this was when this "jumping up" of amplitude seemed to occur. The patient would place his hand or antenna on the device and this would correct amplitude. The programmed applications in "lying right" were p1 at 3.2v and p2 at 4.4v and when the patient flipped over to "lying back" the amplitude went down to p1 at 1.5v and p2 at 3.1v. The device was going to be reprogrammed to turn amplitude down in the "lying right" group to match the "lying back" group. Additional information received reported that an impedance test was done, everything was in normal range, and the device was re-oriented. No malfunctions were seen. The patient was sent home to see if re-orientation of the device fixed the problem; the issue was not resolved. The patient was scheduled for a pocket revision for a separate reason, and it was under consideration to explant the device at that time and return to manufacturer for analysis. Further information received reported that the patient was experiencing an odd shooting pain on the incision just lateral to the battery. The patient was waiting to be put on the schedule for a pocket revision at which time the battery would be replaced. Additional information has been requested, and when received a supplemental report will be submitted.